Manufacturer narrative:
Product analysis results: after functionally testing this instrument does not appear to be damaged nor does it indicate any functional issues. Unable to replicate customer concern. Unable to determine root cause of the foregoing event from the available information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) surgery at single level l2/3 due to inferior adjacent segment disease. Intra op, after skin incision approach and muscle dilation was performed, the blade was connected with the flexible arm in order to connect and fix the arm. When the handle on the tip side was turned and rotated for about 2 times, the handle and the screw came off. Since the hex on the inner side of the handle fell to the floor, it could not be connected, so after that, it was dealt by attaching the handle each time. There were no patient complications reported in the event.